Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they took the mx40 off a patient yet it showed 70 beats per minute at the piic ix and what looked like a ECG waveform. The issue lasted for 12 hours. No adverse event involving patient or user was reported.